Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 574 mg/dl. Customer treated with an infusion set change. Troubleshooting found that the cannula was bent. Customer declined further troubleshooting as the high was due to the bent cannula. Customer was advised to call back if further assistance is needed.